Event description:
It was reported that the ilet pump was dropped, after which the display screen detached and was reinserted by the user; the device accepted inputs and delivered a meal bolus, but the screen remained black, prompting a device replacement and shutdown guidance. Symptoms included no reported adverse clinical effects and no change in blood glucose during the call. Outcomes included continued use of cgm through an alternate app or receiver and planned return of the affected pump for evaluation. Investigation included collection of device history and logistics information, user interview regarding the event, and arrangements for retrieval of the device for analysis. Investigation of this case revealed a suspected display hardware failure consistent with impact-related damage. It was concluded that the event involved a display component malfunction with no reported patient harm and that replacement of the device was warranted.